Manufacturer narrative:
Customer name and address - phone: (B)(6). Reporter occupation = quality specialist. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ngage nitinol stone extractor did not work when testing the device before treatment of an obstructed left proximal ureterolithiasis. The device was replaced, and the procedure was performed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. The device was returned in open packaging prior to use. The basket sheath was bent at the support sheath, and the basket was received with the handle in the open position. The basket sheath had slight bends throughout. The handle would not actuate the basket formation, and the basket appeared deformed. The clear tubing at the distal end of the basket sheath had moved distally, preventing the basket from opening. The handle was disassembled, but the basket could not be actuated manually. The reported failure mode was recreated and confirmed. The returned device was found to have a basket that would not open properly due to the movement of the clear outer sheath at the distal end of the basket sheath. The clear outer sheath had moved distally, preventing the basket from opening properly, resulting in the observed deformed shape. It was also noted that the basket sheath was kinked in multiple locations. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. No photos provided. A search of the north american distribution center (nadc) database found all devices from complaint device lot had been shipped. No similar product from the same lot was available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned. There are multiple possible causes for the reported issue that the device did not work. A cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.